Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. Customer reported that on the day of the hospitalization, she woke up with a blood glucose level of 466 mg/dl, which later went down to 420 mg/dl. Blood glucose level at the time of admission was over 600 mg/d; the customer was vomiting. Troubleshooting did not show any malfunction of the insulin pump. The insulin pump was not replaced or returned for analysis.